Manufacturer narrative:
Model number/catalog number: 72404233-12. Serial number: n/a. Batch/lot number: 1000372453. Model/catalog description: cylinder and pump. Unique identifier (UDI) # (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with the malposition, mechanical issue of the device may have been due to a potential placement error during the implant procedure. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not cycling properly. The physician suspected that the reservoir placement, positioned very deep in the space of retzius (sor), was interfering with device function. As a result, the device was explanted and replaced. All tubing and the reservoir were inspected and found to be free of kinks or perforations, and fluid was present in the system. No patient complications were reported.